Event description:
The customer reported that the balloon was perforated; this issue was found when the balloon was inflated. This report is related to linked patient identifiers (B)(6). No adverse effects to patient reported.

Manufacturer narrative:
No device has been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05dec2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and no was selected for (d8) was this device serviced by a third party? Since the lot number of the subject device was unknown, the device history record for the year prior to the date of occurrence was inspected. No abnormalities were detected in the following inspection items which relate to the reported phenomenon: process inspection sheet, quality inspection sheet, and nonconforming product report. Based on the results of the investigation, as the product was not returned the reported balloon damage/perforation could not be confirmed and no root cause could be identified. However, since there were no problems with the manufacturing records, it is possible that the hole in the balloon was caused by the balloon being caught on a sharp object or being overstretched during handling, such as when the balloon was being attached. Balloons are very thinly molded and can easily break if excessive force is applied during installation. Stretching the balloon using your fingernail or overstretching it with the applicator are possible causes of balloon breakage. The event can be detected/prevented by following the instructions for use: the bf-uc180f instruction manual provides the following: caution: store the balloon in a cool environment with low humidity. Caution: after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. Caution: the balloon can tear easily, beware of sharp objects. Olympus will continue to monitor field performance for this device.